Event description:
Technical services received a call on (B)(6) 2012. Caller reported sensing and capture are good and impedances range from 400-500 ohms. Wondering if there is noise on rv lead. Caller has spoken to medtronic and they say this is potentially expected behavior based on their dedicated bipolar lead configuration. Technical services stated it does appear to be noise but the dna algorithm blocks it out so that the device does not see it. There are some nsvt episodes in the logbook but they are not caused by noise and appear to be real events. Caller wanted to know if there is anything they should do and technical services stated could consider doing isometrics, pocket manipulation and valsalva maneuvers to see if the noise is reproducible as well as ask the patient what he was doing at the time of this download. Caller stated they will bring the patient in and do isometrics. No additional information is available at this time. Lead remains in service. Lead was implanted (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).